Event description:
It was reported that the insulin pump is making a strange noise and insulin squirting. The insulin pump alarms during the prime process. The blood glucose reading is 119 mg/dl. The drive support is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion due to protruded/loose drive support disk. Unable to verify the prime alarm due to motor error alarms. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.